Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button not working) has been confirmed. Upon investigation, the rear response button was not functioning, which was caused by a disconnected rear response button flex connector. The root cause for the disconnected flex connector could not be positively identified. Once the flex connector was re-connected, the response button was fully functional. No adverse event resulted from the disconnected flex connector. The pt received a replacement monitor.

Event description:
A (B)(4) distributor shipped back the monitor indicating a pt reported that the response buttons were not functioning. The pt was issued a replacement monitor.